Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed basal rates and boluses delivered and recorded properly. No daily total, basal or bolus anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not delivering insulin properly, which was causing the patient to experience high blood glucose levels. It was stated that the unit was delivering boluses, but not the basal rates. It was stated that unit gave an alarm a month ago, but had not given any no delivery alarms. Troubleshooting was performed, and the unit passed the high pressure test. It was stated that patient used a different insulin pump with the same settings, and had no problems. Nothing further was reported.